Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator was in back-up mode. The patient was then seen in-clinic. While the patient was waiting in the waiting room before review in-clinic the patient experienced inappropriate defibrillation therapy. Programming changes were made on the device. No patient consequences.